Event description:
It was reported that the pump was alerting that the wake button was stuck despite the wake button not being pressed. There was no adverse impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.